Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that while using the freestyle libre 2 app, a sensor error message was received with the adc device. As a result, the customer became hypoglycemic and experienced symptoms described as ¿dumps¿ and sweating. The customer was unable to self-treat and was treated with glucagon injection by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that while using the freestyle libre 2 app, a sensor error message was received with the adc device. As a result, the customer became hypoglycemic and experienced symptoms described as ¿dumps¿ and sweating. The customer was unable to self-treat and was treated with glucagon injection by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and known good reader. The returned sensor successfully communicated. Scan timeout error message was not observed. Extended investigation was performed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A visual inspection on the returned sensor was performed and no issues were observed. Sensor was reprogrammed, placed it in a simvivo fixture and accuracy test was performed. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.